Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge into the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite cleaning the pneumatic tap area and attempting to load a second cartridge, the issue persisted. The customer chose to use backup syringes for therapy and the case was escalated to csa for further assistance. Customer reverted to an alternate method of insulin therapy.